Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the evening of 03/02/2024, the patient replaced her sensor before going to bed. The sensor was inserted in the abdomen. The next morning after waking up she received an alert notifying her the sensor had failed. Approximately one hour or more after the sensor failed, she lost consciousness and her spouse called emergency medical services (ems). She had no symptoms prior to losing consciousness. After paramedics arrived, they administered a glucagon injection and the patient regained consciousness. She requested iced tea to drink, and her condition stabilized. Prior to departure, the last blood glucose finger stick by paramedics was 70 mg/dl. She was unable to remember any details leading up to the event. Although no bg finger stick value was available, the patient theorized it may have been as low as 30 mg/dl as she is typically able to function at 50 mg/dl. At the time of the report, the patient was doing well. Performance data was reviewed. The allegation was confirmed due to the finding of sensor failure after warm up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.